Event description:
A part of the wire broke off and remained in the breast. This was not apparent until the pt came back for a 3 months f/u. The piece has not been removed from the pt at this time. The pt is returning for a procedure in which it may be possible for the surgeon to remove the debris, but it is from a certainty that the debris will be retrieved.

Manufacturer narrative:
Lot # not provided by reporter. Exp date: unk as lot # is unk.(B)(4) - nonresorbable materials, unretrieved body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. (B)(4). Event is still under investigation.